Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection (" vaginal infection"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, bladder/urinary problems: vaginal infection ,bladder/urinary problems were added. Reporter information, patient demography added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.